Event description:
It was noted that numerous tiny metal pieces came off shaver blade during soft tissue shaving . Little metal pieces could not be washed out in joint completely as stuck to soft tissue.

Manufacturer narrative:
Device was not being returned for evaluation. (B)(4).